Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent hysterectomy due to uterovaginal prolapse, cystocele, rectocele, and sui. It was reported that following insertion the patient experienced severe allergic reaction, frequent infections, pain, erosion, extrusion, infection, urinary problems, organ perforation, recurrence, bleeding, dyspareunia, neuromuscular problems, vaginal scarring and disfiguration causing inability to have intercourse and continued urinary issues. It was reported that patient underwent mesh removal and inclusion cyst removal on (B)(6) 2013 due to mesh causing urine retention and eroding into urethra. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.